Event description:
It was reported that in the cath lab a male patient was prepared to have an intra-aortic balloon (iab) placed. The balloon unwrapped during insertion of the left femoral artery. The md withdrew both the balloon and sheath together. He opened a new kit placing a new sheath and balloon via the same site. There was no reported patient death or injuries. There was no medical/surgical intervention required. The delay in therapy was 10 minutes until a new iab catheter was obtained and the procedure was completed. The patient was listed as "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.